Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the handle of the sliding mechanism broke into two pieces. There were no fragments generated. There was no reported delay in surgery or harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned instrument (part 314.291 lot 11-0799 manufactured january 09, 2012) was examined and the complaint condition was able to be confirmed as the black polyamide handle was found to be broken at the distal attachment screw. The remainder of the instrument operated smoothly as intended and did not bind. No definitive root cause was able to be determined however the failure mode is typically associated with excessive loading and/or rough handling over 4+ years in the field. Per the technique guide, the sliding mechanism (314.291) is part of the collinear reduction clamp which can be utilized for minimally invasive fracture reduction. The sliding mechanism accepts four separate attachment arms (pelvic, percutaneous, bone hook-shape and hohmann-style) to accommodate various fracture types. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.